Manufacturer narrative:
An event of a damaged probe cover was reported. No devices were received in the ppe lab for analysis. The investigation determined that the slits are an intentional part of the design to allow for improved fitting onto the probe hub. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported the probe cover was cracked. As a result, an employee was unable to properly insert the rfa probe into the cover after use and was scratched by a contaminated probe.

Manufacturer narrative:
Date of event is estimated.